Event description:
It was reported that 225 days after a coronary artery drug eluting stenting procedure, the pt experienced a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 4.0mm, 95% stenosed ostial saphenous vein graft of the 1st obtuse marginal (1st ob marg). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.50x20mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. 225 days after the initial procedure, the pt required a tvr for focal in-stent stenosis and proximal edge stenosis. The physician successfully placed a taxus express2 stent in the 1st ob marg. The pt was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.